Event description:
The customer reported not getting a/c power light indicator / display has been replaced. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer evaluated the device.